Event description:
Allegedly revised due to modular neck fracture.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 10435342012-01067, 01068.